Event description:
It was reported the patient was trialed for scs system. The patient experienced loss of sensation in her arm along with headache. As a result, the patient was admitted to the hospital. The patient was released next day asymptomatic from the hospital. Reportedly, sensation has returned and the patient is no longer experiencing headaches.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.